Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump randomly shuts off without low battery alerts. The customer's blood glucose was unknown. The customer also reported scratches and cracks, rainbow effect on the screen, backlight dimming and losing time. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restarts error test, off no power test and all operating currents tested within the spec range. No back light or audio/video anomaly noted. Device was inspected and no cracks was found.